Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with magnex forte injection (1.5gram, intravenous, once daily, discontinued, duration was not reported) for peritonitis. Nine days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.